Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while using the device on the fundus of the stomach, the staple line was incomplete at the central part. Another reload was used to fix the staple line and complete the case. There was no patient injury.